Event description:
It was reported that the patient¿s device was implanted for back pain, and shortly after it was implanted the patient started having pain elsewhere. They found out that one of the leads had migrated. The device was turned off in 2009 due to the patient not wanting to undergo another surgery to fix it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).